Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its components were successfully implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm in 2003. Aneurysm morphology is unknown and the patient's iliac vasculature was reported to be non-tortuous. It was reported that immediately post implantation of the stent graft the patient required thrombectomy at the site of the arteriotomy. The patient required thrombectomy again before the completion of the procedure. The patient was discharged home. Nine days later the patient reportedly presented to the emergency room with cold feet. Occlusion of both iliac limbs was diagnosed and the patient was taken to surgery where thrombectomy of both limbs was performed. It was reported that post thrombectomy of one limb, pulses were subjectively weak, however, doppler auscultation demonstrated continuous flow. The iliac limb was treated in the same manner, however, the pulse quickly weakened with eventual re-occlusion of the limb. Due to the chronic re-occlusion of the iliac limbs and advanced neurologic dysfunction in the lower extremities associated with mottling to the level of the groins bilaterally the decision was made to convert the patient to open surgical repair. The patient was successfully converted and is reported to be fine. Medtronic has received the explanted stent graft and its analysis is pending.